Event description:
Reporter alleged glucose has been high (in the 200s mg/dl) for the past two weeks so customer went to the doctor. It was reported doctor ordered a lab which measured 114 mg/dl while customer's meter read 225 mg/dl within 30 minutes of each other. No treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.